Event description:
It was reported that ra and rv noise via remote transmission and at a follow up were observed. Oversensed mypotentials on the rv channel were also seen. The recommended programming changes were made. The patient will

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.